Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's ventilator waveform indicated air leakage. No air leakage was found in the ventilator pipeline and balloon. The upper respiratory tract could hear the sound of air passing through water. After replacing the tube, the air leakage disappeared and the ventilator waveform was normal. After checking of the removed endotracheal tube, it was found that the main lumen of the suction tube was leaking under the glottis.